Event description:
A caregiver called to report an error 1 result with a pt surestep meter. The error 1 message was associated with a blood sugar level of 469mg/dl. No info is available on how the 469mg/dl was obtained. Pt did not compare to color chart. Pt did not experience any symptoms of hyperglycemia. On retesting, pt obtained an error 2 message. Pt stopped using meter. No allegation of harm have been made.